Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air/water cylinder and air/water tube, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the adhesive on the a-rubber (bending section cover) was worn out. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a whitish foreign material resembling powder mixed with water was observed inside the air/water tube and the air/water cylinder. This report is being submitted for the malfunction found during device evaluation (foreign material inside air/water tube and air/water cylinder).

Manufacturer narrative:
During device evaluation, the reported issue (a-rubber adhesive worn out) was confirmed. It was observed that the adhesive on the a-rubber was detached. In addition to foreign material, service found the air/water cylinder and the suction cylinder was discolored. The scope cover was scratched, the forceps channel port was scratched, the label on the scope connector was damaged, the bending angle in down direction was out of specification due to wear of the angulation wire, the objective lens was cracked, the light guide lens was cracked and corroded, the bending tube was dented, and the universal cord was wrinkled. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.